Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 200 mg/dl. No significant events leading to the keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The up arrow button on the insulin pump is unresponsive due to corroded keypad trace. During testing no numbers were noted scrolling. The device had minor scratches on the display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.